Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding a fractured triathlon 1/8" peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as device was not returned for evaluation. -medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other similar events reported for this manufacturing lot. Conclusions: the event was not confirmed as the device was not returned for evaluation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Drill broke in surgery while drilling . Broken piece was removed with no delay in surgery or harm to patient.

Event description:
Drill broke in surgery while drilling . Broken piece was removed with no delay in surgery or harm to patient.